Event description:
Dr alleged that while using a compule tip applicator gun, the tip (which the compule snaps into) fractured with a loud bang when pressure was applied to the handle. A fragment of plastic was propelled across the room. No one was injured. A second gun also fractured in use where the nozzle joins the body of the device.